Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one loose 10ml syringe filled with medication (p/n 309605) and customer attached tip cap was received. Due to potential risk involved with direct sample handling, the sample was evaluated through the bag only. A large strand of foreign matter could be seen floating in the fluid path. The foreign matter appeared to be a piece of plastic and was non-conforming per product specification. Batch #1081418 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the foreign matter defect is associated with the assembly process. These conditions are occurring at or below their expected frequency. Therefore, no corrective action is required at this time. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: it was reported that a piece of plastic was found within the syringe.